Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 214 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarms were noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot, and a cracked reservoir tube lip.